Manufacturer narrative:
Inspection of the device found the exposed portion of the soft cannula to be shortened. The cannula was observed to be out of specification (0.89 inches). Fluid path test was conducted. Upon manual rotation of ratchet gear, the fluid did not flow through the complete fluid path due to shorter length of the soft cannula. The download data does not contain any alarm, timeouts or drive stalls that would indicate a failure to deliver insulin. It could not be conclusively determined when this damage occurred.

Event description:
It was reported the patients blood glucose level rose to 330 mg/dl while wearing the pod between 1 and 4 hours on the arm. As treatment, a new pod was placed.

Event description:
It was reported the patients blood glucose level rose to 330 mg/dl while wearing the pod between 1 and 4 hours on the arm. As treatment, a new pod was placed.

Manufacturer narrative:
Inspection of the device found the exposed portion of the soft cannula to be shortened. The cannula was observed to be out of specification (0.89 inches). Fluid path test was conducted. Upon manual rotation of ratchet gear, the fluid did not flow through the complete fluid path due to shorter length of the soft cannula. The download data does not contain any alarm, timeouts or drive stalls that would indicate a failure to deliver insulin. It could not be conclusively determined when this damage occurred.